Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a robotic assisted laparoscopic myomectomy procedure the tip of the active blade broke off inside of the patient. The procedure was ongoing and the tip had not yet been found. The customer will continue to search for the broken piece laparoscopically. Procedure was completed with another device of the same product code. There were no patient consequences reported.